Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 500 mg/dl. The customer was treated high using the pump. Customer stated that there has been 3 episodes where their pump is not indicating a no delivery and their blood glucose was above 500 mg/dl. Customer stated it happened again their morning, when they woke up blood glucose was fine. Troubleshoot was performed for no delivery alarm. Ensured customer has > 20.0 units remaining. Assisted customer in performing hp test. Customer states the pump did alarm in < 5.0 units. Assisted in resetting fixed prime to the correct amount. The product was not returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.